Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number # (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of the surgical lights. As it was stated, the half of the cover for the joint connection from the arm to the spring arm fell off from the device. There was no injury reported however we decided to report the issue in abundance of caution as any part falling might be a source of injury. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. None of information available to date suggest that at the time when the event occurred the device was being used for the patient treatment. During the investigation it was found that this event is the first case reported to getinge regarding detachment of the cover on the prismatic surgical light. The device has been recognized as prismatic 5501 sf device with serial number 555011.6095. The manufacturing date is december, 1989. The manufacturer has performed an investigation for that case. According to the results of the investigation there are two factors that could cause a fall of plastic cover. Potential root causes of the fall might be due to an incorrect attachment of the dust cover during installation on-site or a detachment might have happened due to repeated collisions. Collisions could occur during handling of the device, however they are considered as an inappropriate use of the device by user. The operating manual includes the instructions to pre-position the arms prior to use in order to prevent damages. We believe that if the manufacturer recommendation in the IFU would have been followed the incident would have been avoided. Given the circumstances and the fact that this complaint is considered to be a single, isolated event we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
On (B)(4) 2018 maquet (B)(4) became aware of an incident with one of surgical lights. As it was stated, the half of the cover for the joint connection from the arm to the spring arm fell off from the device. There is no injury reported however we decided to report the issue in abundance of caution as any part falling might be a source of injury. (B)(4).

Manufacturer narrative:
The issue is still investigated by manufacturing site.

Event description:
Manufacturer's reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer's reference number # (B)(4).